Manufacturer narrative:
Block h6: imdrf code f1001 is being used to capture the reportable event of cancelled/rescheduled; post sedation/sedation unknown.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was used during a procedure on (B)(6) 2026. During the procedure, the balloon separated from the catheter. The procedure was not completed. There was no patient complications reported as a result of this event, and the patient was reported to be stable.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was used during a procedure on (B)(6) 2022. During the procedure, the balloon separated from the catheter. The procedure was not completed. There was no patient complications reported as a result of this event, and the patient was reported to be stable.

Manufacturer narrative:
Block h6: imdrf code f1001 is being used to capture the reportable event of cancelled/rescheduled post sedation/sedation unknown. Device evaluation: block h11: the orber balloon was not returned for evaluation, and there was no media available for analysis. The reported event of catheter detachment of device could not be confirmed. A risk review of the orbera was completed and confirmed that the events of catheter detachment of device or device component and cancelled/rescheduled post sedation/sedation unknown was defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, there is not enough evidence to determine whether the catheter detachment of device or device component was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, cause not established is selected as the most probable cause for this event. For the event cancelled/ rescheduled post sedation/sedation unknown, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm.